Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An in-process data review identified a failed leak test due to poor placement of the spike port. All impacted units were scrapped. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked on the port where the tubing was attached. This occurred before use. There was no patient involvement. No additional information is available.